Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot #: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_ins_stimulator, serial #: unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 29-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that the patient was moving to a new ins. The rep didn¿t know if the replacement was for normal battery depletion but stated the patient reported that the ins died 2 years ago and experienced burning at the pocket area all the way up the spine. The replacement surgery was to occur on (B)(6) 2018. The rep confirmed that the patient was no longer experiencing burning symptoms after the ins died. The rep reported that the healthcare provider (hcp) had no plans to change any device but the ins. If anything else but the ins needed "replaced", the patient would have to come back at another time. Additional information was received from the rep on (B)(4) 2018. The rep reported that there was a burning sensation when the new ins was turned on in the back area. The rep reported that impedances intraoperatively showed electrode 0 out of range and remained out of range in post-operative. The rep programmed around electrode 0. The patient stated that the burning sensation was the same as the old ins. The hcp changed the ins but didn¿t plan to change the lead or extensions today. The hcp was aware of the patient¿s symptoms. No further complications were reported.